Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that her glucometer differed from the hospital's glucometer by 29 mg/dl. The customer stated that there was moisture beneath the display screen. Nothing further was reported.